Manufacturer narrative:
Results: the penumbra system 026 separator flex (separator 026 flex) delivery wire was kinked approximately 42.0 and 44.0 cm from the proximal end. Conclusions: evaluation of the returned device confirmed that it was kinked. This damage may have occurred due to mishandling during preparation for use. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 026 separator flex (separator 026 flex) was kinked. The kinked separator 026 flex was noticed prior to use and therefore, was not used in the procedure. The procedure was completed using a new separator 026 flex.